Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician made an inquiry regarding several cases where the newly implanted lead sensing measured 7-8 millivolts (using the new analyzer filter), and the value dropped to 2-3 millivolts the day after. No further details were provided. No patient complications have been reported as a result of this event.